Event description:
Reporter indicated that vns pt was seen in hosp emergency room due to severe bradycardia. Device diagnostic testing was within normal limits, indicating proper device function. The pt was then admitted to the hosp due to an increase in seizure activity. The pt was implanted with a cardiac pacemaker. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.